Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed that the right ventricular (rv) lead had one suspected t-wave oversensed beat during an atrial arrhythmia episode. The rv lead remains in use. No patient complications have been reported as a result of this event.